Manufacturer narrative:
Evaluation summary: the product was not returned to analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported a pt who turned out to be -1.25 to -2.00 diopters more myopic than expected, following intraocular lens (iol) implant surgery. The target refraction was -2.50 for near, but was -3.75 postoperatively. Additional info was received from the surgeon who indicated the pt presented with blurred vision and was unhappy about the outcome. In the surgeon's opinion, it is unk whether the iol caused or contributed the event.